Event description:
Reporter reported that a rt235 infant breathing circuit failed the est ventilator test.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.